Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of air bubbles anomaly from the reservoir. The customer's blood glucose reading was unknown. The customer stated that the air bubbles are formed in the reservoir but entered through the tubing causing high readings. The customer noticed air bubbles from the first time of the pump's use. The customer does not rewind pump with reservoir in site. The customer will monitor pump and call back if any further assistance is needed.